Event description:
It was reported an 8fr angio-seal vip was deployed in 2009, and a physician used a right femoral approach. Three days post surgery, the pt was taken to surgery for acute limb ischemia. A thrombectomy of the right femoral artery was performed. Initial dissection of the right femoral artery revealed minimal acute thrombosis. The pt was reported to be recovering. No additional info was available.

Manufacturer narrative:
No product was returned. A review of the device history was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participant in an angio-seal physician instruction program or equivalent.